Manufacturer narrative:
H11: h2: corrected data on: h6 (impact code).

Manufacturer narrative:
H10: h3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed it was not returned in any original packaging. The t1, t2, and suture were returned on the needle. The t1 is behind the dimple. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation was performed on the returned device and found the t1 could not be deployed due to its position behind the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found a fast fix inside a plastic container. The t2 is in place, t1 and the suture are off the needle. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, the ultra fast fix t2 could not be deployed, and it fell off from the inserter after several attempts to deploy. T2 was removed using tweezers and t1 was left secured in the patient. The procedure was completed with non-significant surgical delay using a back-up device . No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).